Event description:
It was reported that the piston on the pump failed to move, interrupting insulin delivery on multiple occasions. On one of the occasions, it was reported that the event led to the customer going into diabetic ketoacidosis and the customer was subsequently hospitalized for three days. The report was made anonymously, and hence no additional details was able to be obtained.